Event description:
A hospital in (B)(6) reported via a distributor that a heater wire connector was "broken" on an rt226 infant low flow breathing circuit. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. The complaint device is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation.